Manufacturer narrative:
Device analysis: pump malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination by blood and tissue. The contamination observed in the pump indicates a leak in the system, although the location of the fluid loss could not be identified with the components returned. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction additional product component: model number/catalog number- 72404161 and 72404292. Serial number: null and null. Batch/lot number- 134287001 and 137482005. Model/catalog description- reservoir 65ml pc and lgx 15cm snap fit rt.

Event description:
It was reported that the patient experienced pump inflation issues with the spectra penile prosthesis (spp). The spp pump was removed and an inflatable penile prosthesis pump was implanted.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404161 and 72404292, serial number: null and null, batch/lot number: 134287001 and 137482005, model/catalog description: reservoir 65ml pc and lgx 15cm snap fit rt.

Event description:
It was reported that the patient experienced pump inflation issues with the spectra penile prosthesis (spp). The spp pump was removed and an inflatable penile prosthesis pump was implanted.